Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation has been completed. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The returned instrument was evaluated at customer quality and the complaint condition was able to be confirmed. Replication of the complaint is not applicable as the complaint condition was dimensionally confirmed. The distal coupling feature of the shaft is to measure to an outer diameter of 5.8mm +0/-0.1mm on all sides per made-to product drawing. The two pair of prongs measured 5.12mm and 5.36mm using caliper ca802. The distal tip of the flexible shaft experiences compressive forces during use that could contribute to the complaint condition over time. The smallest inner diameter of the reamer heads is 5.0mm +0/-0.1mm. The difference in diameters of the inner shaft and the reamer head allows for a tension coupling of the two instruments. Relevant drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Although the definitive root cause of the complaint cannot be determined, the distal tip of the flexible shaft experiences compressive forces during use that could contribute to the complaint condition over time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history review (DHR): part/lot combination unknown at synthes (B)(4). The review of the erp system has shown that lot 9199879 was used for part 352.040. As this number is very close the DHR of this lot was reviewed: manufacturing site: (B)(4). Manufacturing date: 24. Oct. 2014 . No nonconformances were generated during production of lot 9199879. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance in sterile processing department, two reamer heads came off of a reamer shaft without much pressure. There was no patient involvement. Concomitant medical products: reamer head (part # unknown, lot # unknown, quantity # 2). This is report 1 of 1 for (B)(4).